Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call tubing detached and there was blood at site, having sensor issues and pump damage. The customer¿s blood glucose level was 450mg/dl at the time of the incident. The customer declined high blood glucose trouble shooting. The customer was assisted with trouble shooting for pump damage. The customer states battery compartment is cracked and almost half the side is broken off. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump received with broken battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.